Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began (B)(6) 2012 at 09:00pm when she attempted to use the subject meter and it would not power on. The patient reported that she manages her diabetes with a combination of diabetes medications. The patient reported that she took more food/drink as changes to her diabetes management due to the product issue. The patient reported that 10 minutes after the start of the product issue on (B)(6) 2012 at 09:00pm, she became shaky as a symptom that occurred due to the product issue. The patient reported that she drank orange juice as self-treatment received due to the product issue. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. The cca noted that the meter powered on during troubleshooting. Replacement products were sent to the patient by the cca. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.